Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Fm was embedded in the sidewall of the tube. Embedded fm is isolated from any specimen and therefore is considered a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. E.1. Initial reporter facility name: (B)(6). H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes customer noticed a foreign matter inside the tube. The following information was provided by the initial reporter. The customer stated: defect: obvious foreign matter in the blood collection tube. Quantity: 1 piece. Impact: no other adverse effects on patients.